Manufacturer narrative:
A philips field service engineer (fse) went to the customer site and confirmed the reported allegation. The fse inspected the internal connection, and the speaker connector was found to be disconnected. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was the speaker connector being disconnected; the fse reconnected the speaker connector resolved the error message and restored the device's sound. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. If additional information is received, the complaint file will be reopened for further investigation. E1: reporting institution phone #:(B)(6).

Event description:
Philips received a complaint on an intellivue x3 patient monitor indicating that there was a speaker malfunction error message (inop), and the speaker would not produce sound. It is unknown if the device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.